Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a right ventricular (rv) lead was explanted 10 months after implant due to an unspecified product performance issue. Another rv lead was implanted in its place. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing, which is an expected finding after this lead has been implanted. Additionally, it was noted that the exterior insulation was bunched and the conductor coils were deformed, consistent with the lead having been maneuvered through a constricted area. Resistance testing was completed which verified the lead was electrically continuous and the internal insulation was intact. A pressure test was passed confirming the outer insulation had not been breached. A helix mechanism test was completed and the helix could be extended and retracted as expected. Although analysis noted some physical damage to the lead, all testing was passed indicating the lead was capable of providing critical therapy while implanted.

Event description:
It was reported that a right ventricular (rv) lead was explanted 10 months after implant due to an unspecified product performance issue. Another rv lead was implanted in its place. No additional adverse patient effects were reported.